Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and detached upon deployment. It was further reported that the detached balloon was retrieved using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the lifestream device was not returned. However, one 18 thou guidewire of length 3.2 meter was returned within an unknown device. The result of the investigation is inconclusive for the reported balloon rupture and detachment issues. The root cause for the reported balloon rupture and detachment issues could not be determined based upon the available information received from the field communications and the sample returned. The lack of a returned lifestream sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not exceed the maximum rated burst pressure since this increases the potential for balloon rupture and vessel damage. The use of a pressure monitoring device is recommended to prevent over pressurization. Do not retract the balloon until the balloon is fully deflated under vacuum. Potential adverse events: balloon rupture. Precautions: do not use if the delivery system cannot be properly flushed. Store in a cool and dry place. Keep away from sunlight. Directions for use. Site access and preparation. 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation. 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Introduction of the endovascular system and placement of the covered stent. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: d4(expiry date: 05/2022), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the balloon allegedly ruptured and detached. It was further reported that the detached balloon was retrieved using snare. There was no reported patient injury.